Event description:
During an in-clinic follow-up, the device was unable to be interrogated via bluetooth low energy (ble) telemetry. The session was closed, interrogation was reattempted, and the device was then successfully able to be interrogated via ble telemetry. No intervention was performed. The patient was stable and will continue to be monitored.